Event description:
It was reported that a patient experienced a pneumothorax. Followup with the physician indicated that a chest tube was inserted to drain the pneumothorax. The chest tube was reportedly removed after two to three days. No other intervention was required to stabilize the patient.